Event description:
It was reported that the lead was capped and replaced due to externalized conductors. Electrical measurements were normal. The patients condition is stable.

Manufacturer narrative:
No medwatch form was received.